Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, however the results of the imaging were not available. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed.